Manufacturer narrative:
B3: event date reflects the date the infection was first observed. Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va20lhk implanted: (B)(6) 2019, explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. Other relevant device(s) are: product ID: neu_unknown_lead, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for research study for traumatic brain injury. It was reported the patient neglected to properly care for one of the cranial incisions and did not take the prescribed antibiotics, resulting in local infection. The physician removed everything on (B)(6) 2019, and the patient was recovering well. No further patient symptoms/complications were reported or are anticipated as a result of the event.

Manufacturer narrative:
Additional review indicates the infection was also reported in manufacturer¿s report #2182207-2024-00046. However, any additional in formation regarding the infection will be submitted as a supplemental submission to this report (3007566237-2019-02049). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Schiff n. D., giacino j. T., butson c. R., choi e. Y., baker j. L., o'sullivan k. P., janson a. P., bergin m., bronte-stewart h. M., chua j., degeorge l., dikmen s., fogarty a., gerber l. M., krel m. Maldonado j., radovan m., shah s. A., su j., temkin n., tourdias thomas., victor j. D., waters a., kolahowsky-hayner s. A., fins j. J., machado a. G., rutt b. K., henderson j. M. Thalamic deep brain stimulation in traumatic brain injury: a phase 1, randomized feasibility study nature medicine 2023 doi: (B)(4) additional information was received reporting that the patient received treatment with IV antibiotics for 6 weeks post-explant. The issue resolved. The infection was also classified as serious (requiring hospitalization). The corresponding author indicated that none of the adverse events could be attributed to the device, although the patient who required explant did develop an infection around the device (not device-related, but likely due to their living conditions)..